Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the controller was not working and that the controller would periodically goof off. Patient (pt) stated that they would reset the controller which usually worked, however lately the controller wouldn't turn on. Pt stated that they would push the up and down arrows on the controller, however the controller was just blank. Pt stated that they reset the controller again last night and the controller powered on. Pt stated that the controller displayed looking for device and then skipped to the home screen instead of checking the recharger first; patient services (pss) asked the pt if they were trying to recharge the ins with the recharger (rtm) connected to the controller or if the rtm was not connected to the controller and the controller was communicating with the ins wirelessly; pt stated that the device was always charged to 100% when they used the device and that they recharged the ins every night which took usually 20-30 minutes; pss understood that the rtm was not connected to the controller and that the controller successfully connected to the ins as intended. Pt then stated that the device had been giving them a lot of trouble for the last few weeks. Pt had the pow ER supply connected to the controller and the controller was blank, so pss had the pt disconnect the power supply from the controller; pt stated that the controller powered on so they unlocked the controller. Pt stated that a bunch of signs and symbols appeared and then battery empty cannot provide stimulation recharge your implanted device appeared. Pss had the pt connect the rtm to the controller and start recharging the ins; pt stated that the device was very erratic and that poor recharge quality appeared even though the rtm was placed perfectly over the ins; pt noted that they would get the poor recharge quality message sometimes. Pt then saw the normal recharging screen with recharging excellent indicated and the light flashing green above the screen. Pt stated that the controller battery was at 100% and that the ins battery was in the red zone. Pt stated that it flashed on and off; pss clarified with the pt and pt stated that it was flipping between poor recharge quality and the normal recharging screen. Pss asked the pt if the rtm was getting hot while recharging the ins; pt stated that they hadn't noticed that. Pt confirmed that there was no apparent damage to the rtm; pt then stated that there had been but they fixed it; pss clarified with the pt and pt stated that the power supply cord had been fixed for a long time. Pss had the pt check the rtm connector pins; pt stated that they saw eight shiny pins and that they looked fine. Pss reviewed rtm replacement with the pt; pt stated that this was the third or fourth time this year in say five months that the rtm had been replaced. The issue was not resolved. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported. Additional information was received. Patient reported they received the replacement rtm and immediately sent back the old rtm, however the replacement rtm performed as poorly as the last rtm since they were still having the same problems. Pt stated that they recharged their ins every night and that it usually takes about twenty minutes to recharge their ins since they would always start recharging the ins when the ins battery was at 70% since they were afraid to let the ins battery go down. Pt stated that before they even started recharging their ins, the equipment would go through the process of looking for the device; pt stated that the device would be found and that the recharging screen would finally appear but it took forever. Pt stated however that the recharging screen wouldn't stay even though they weren't moving. Pt stated that the strangest thing was that they noticed both times when using the replacement rtm that the ins battery would be at 50% instead of 70% when they started recharging the ins. Pt stated that it was taking almost two hours to get the ins battery to 100% even after resetting the controller. Pt then stated that the replacement rtm was even worse than the other rtm in a way. Pt mentioned that the controller was exchanged once before. Pt stated that they kept the back cover off of the controller since they kept having to reset the controller. Additional information was received from a patient (pt) regarding an external device. The patient called back and stated they are still having issues with recharging and seeing error messages like "controller batteries need recharging" when the controller is full. Patient stated it is taking a long time to recharge as well and they have spent 2 hours to get to 50%. Agent confirmed patient is using new recharger. Patient stated the recharger looks brand new, no damage. Agent reviewed with patient that if recharging issues persist after replacement, it may be time to have the implant checked by hcp. A replacement battery pack was sent out to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Product ID 97745 , serial# (B)(6), product type programmer, patient. Product ID 97745bp, lot# nlh047470n , product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot (B)(6). Analysis was performed on product ID 97755-s , serial# (B)(6). Analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 41 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.